Event description:
It was reported the patient complained of a shocking sensation at her ipg site when the stimulation is turned on. An sjm representative met with the patient and reprogrammed the patient's scs system, but the shocking persisted. Follow-up identified that on (B)(6) 2013 the patient's ipg was replaced with a new one. The sjm representative reported all impedance values were normal at the time of the explant, and the issue was resolved as a result of the procedure.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.